Event description:
Agent contacted technical solutions to report a pump that is not communicating with a clinician programmer and had an under infusion volume discrepancy. Agent reported that a cap study was performed and confirmed that the catheter was patent. The pump was imaged and the reservoir was accessed with a refill needle, confirming that the pump was facing right side up. During a volume check, 18ml was found, which was higher than expected. A pump replacement was scheduled.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted at this time. Replacement surgery has been scheduled. As no additional investigation has been performed, a definitive root cause could not be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Reporter stated that the patient's pump was replaced with a medtronic pump. Reporter believes that the device was discarded.

Manufacturer narrative:
Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).